Manufacturer narrative:
The device was received for evaluation. During evaluation the device did not display false downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through component. The cause of the condition was determined to be the out of calibration force sensor. The force sensor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had downstream occlusion. No additional information is available.